Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy including their symptoms returning, urgency, leaking, gushing, going through their pads, and pain in the back where their implantable neurostimulator (ins) site was that was not getting better than began (B)(6) 2017. The patient stated that before being implanted and up until about 3 days ago they were on myrbetriq for their overactive bladder. Three days ago their healthcare professional (hcp) took them off the myrbetriq pill and in the past 12-24 hours they have had about 10-12 urgencies, leaking, and gushing. Last night the patient reported going through 8-10 pads. The patient also reported having pain in their back where their ins was that was very uncomfortable and it started yesterday. When the patient was implanted they were programmed on 9 volts and the stimulation was not comfortable. The patient reduced it to 7 volts and the hcp told the patient to leave it there and not go higher. The patient¿s manufacturer representative (rep) was notified of this the week of (B)(6). At the time of the report the patient used their patient programmer (pp) which showed that stimulation was at 7.7 volts which was then clarified to be 0.7 volts on program 3. It was synced and the stimulation was not comfortable and was described as a knife going through that was very painful and had a lot of pressure. The stimulation was turned down to 0.4 volts and the patient reported that it felt better but it was not gone completely. The patient would stay on 0.4 volts and would follow up with their hcp if their symptoms did not improve.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was indicted that the patient experienced uncomfortable and painful stimulation. The patient reported that they turned therapy off on (B)(6) 2017 because they experienced buzzing and pain with stimulation. The patient stated that they were still feeling the buzzing and pain at the time of report. The patient noted that it took their breath away. The patient stated that they had pain the day before report, (B)(6) 2017, that was really bad. The patient was recommended to see a healthcare professional (hcp) to have the leads and implantable neurostimulator (ins) checked. It was indicated that the therapy was not on and that there was no trauma or falls that were related to the issue. Additional information was received from the patient on (B)(6) 2017. The patient wanted to confirm that their implant was off because they were still having issues. The patient synced with their patient programmer (pp) and noted that their setting was on program 1 at 0.0 with therapy off. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4)2017. The patient reported that the device was removed on (B)(6)2017. No further complications were reported.